Event description:
It was reported that the cap of the luer got loose. The catheter was in use since 2008.

Manufacturer narrative:
A portion of one 15.5fx 15cm free flow catheter was returned. The blue female luer is separated from the extension tubing. There is visible damage on the stem of the blue female luer. A review of the manufacturing records indicated that all device specifications and quality requirements were satisfied. The returned sample was forwarded to the manufacturer for evaluation. When the investigation is complete, a final report will be submitted.